Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with mild calcification and 80% stenosis. A 3.75x15mm nc trek rx balloon dilatation catheter (bdc) protective sheath was removed and resistance was noted. The nc trek was prepped outside the anatomy prior to use. The contrast mix was 50/50. The nc trek was advanced toward the target lesion, the bdc was inflated three times up to 14 atmospheres (atm). Negative pressure was applied for 60 seconds and the balloon completely failed to deflate. A syringe was used to apply negative pressure and the balloon partially deflated. The nc trek was withdrawn with resistance toward the distal tip of a guide catheter. The guide catheter and nc trek were removed as a single unit from the patient anatomy. The lesion was ultimately treated using a non-abbott balloon catheter. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.